Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.

Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but not yet available.